Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the user had difficulties primary the texium tubing even with the IV bag properly spiked and orange cap in place.it was reported that after some manipulating, the tubing was able to prime and connected to a secondary chemotherapy infusion. Approximately 1 hr. Into the infusion it was noted that fluids from the secondary back flowed into the primary bag. The user was able to back prime fluids back into the secondary, adjust the head height on the IV pole and continue the infusion with difficulty.

Manufacturer narrative:
Correction to initial report: omit pri tubing.

Event description:
The customer reported that the user had difficulty priming a texium tubing even with the IV bag properly spiked and orange cap in place. It was reported that after some manipulating, the tubing was able to prime and connect to a secondary chemotherapy infusion. Approximately 1 hr. Into the infusion it was noted that fluids from the secondary back flowed into the primary bag. The user was able to back prime fluids back into the secondary, adjust the head height on the IV pole and continue the infusion without difficulty.